Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06275. It was reported that the patient presented for a right atrial lead revision procedure after multiple auto mode switch episodes due to lead noise was noted. During the procedure physician noted indentions in insulation at the areas of the suture sleeve and the hemostatic suture. The lead was explanted and replaced with a competitor lead. The device was also explanted and replaced prophylactically as it was part of the 2016 battery advisory. The patient was stable after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.